Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see a fire or smoke, but did see sparking from the exposed wires at the strain relief. She indicated that there was no breach in the transformer housing, that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the power supply for her pump has exposed wires, is not working and gets really hot. No injuries were reported.